Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of a ventilator service required alarm was not duplicated during an operational check. The error log was reviewed and a history of an error code related to the evt_supercap_failed error message, which indicates an issue with the capacitor or its charging circuit. The device's system board was replaced to address the issue.